Manufacturer narrative:
Updated fields - b4, b5, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field: h6 (medical device ¿ problem code). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse was able to confirm the issue. The fse isolated to the display cable and was able to clean and reseat the cable. This corrected the reported failure and the unit [assed all functional and safety checks and was able to be returned to the customer.

Event description:
It was reported that during routine check cs300 intra-aortic balloon pump (iabp) had display issue (intermittent display). There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had display issue (intermittent display). No one was harmed on site.